Manufacturer narrative:
Bleeding.device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. The patient also had another related event. Through follow up with the health care provider (via fax), the operative report was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the patient has expired after an implant duration of zero days. On (B) (6) 2010 (through follow-up with the health-care provider), a response was received.per the operative report of (B) (6) 2009 , "brisk bleeding" was encountered during the operation...despite a massive transfusion of blood and blood products, and the use of topical agents placed somewhat blindly in the posterior aspect of the heart, the bleeding remained significant. Also, the left ventricular and right ventricular function started to decline before our eyes. I did manage to place chest tubes and sternal wires and get the skin closed with staples before the patient succumbed and expired in the operating room on the table. I did speak to the family at length after the procedure as well."